Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 85 90-1, lot# n499997, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
It was reported that the patient was in a car accident the day prior to the report. The patient was worried that she was having issues with the pump from the accident, and was having a ¿flare up.¿ the patient was on solu-medrol. The patient was having pain that was causing her blood pressure to double and triple since the morning of the report. The patient was having pain over the pump, lower back and neck, and would like the pump checked in the hospital; however, the physician had noted that she was not having a pump problem, and was subsequently discharged. The patient did not know if the alarms were working and ¿no one checked anything, and did not even palpate the area.¿ the patient stated they did an x-ray, and that ¿that is not going to show anything.¿ the patient was in pain and the pump was not in the right place; there was bruising in the area and it was tender. The patient was reportedly notified this in the hospital yesterday. The patient was not prescribed baclofen in the emergency room (ER). The patient¿s spasticity had increased and was in pain since the incident. The pain was localized in the area ¿where the pain was treating.¿ the pain was really bad when she tried to stand up or sit down, and had to take percocet which she had not had to do since the pump was placed. The surgeon was reportedly seeing the patient the next day. The patient could not drive herself because she was ¿so messed up from the accident.¿ the pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.